Event description:
I have a diabetic cat and her vet recommended abbot's freestyle libra to monitor her blood sugar. Every 2 weeks I take my cat to the vet to have her freestyle libre disk changed by a medically trained veterinary technician. Last week the new disk was defective and did not read her blood sugar. I had to have the defective disk removed and provide the vet with another freestyle libre disk to inplant. I called the company to ask for a refund for the defective disk and was told that they would not refund the cost of the disk (B)(6) because the FDA hasn't approved the disk for use in animals. If a company produces a defective product they should stand behind their products and at least reimburse them for the cost of the faulty product. I don't believe that it should matter whether the FDA has approved the disk for animals or not. There is a recognized benefit among vets to have a device that constantly monitors blood sugar in animals with hard-to-manage diabetes. Before we used the disk, she went into a diabetic coma 3 times and almost died.